Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the tampon came apart upon removal and the tip of the tampon remained inside of her. She indicated that one hour after showering the remaining piece of tampon came out. She did not visit a doctor.